Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 42224 and multiple downstream occlusion alarms. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to the software requiring reload and the downstream occlusion sensor assembly. As a result, the downstream occlusion sensor was replaced, and the software was reloaded. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump malfunctioned. During physical inspection, it was found that the pump exhibited a system fault error code 42224 and multiple downstream occlusion alarms. There was unknown patient involvement, no patient injury was reported.